Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: safety valve failure, alarm no patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: safety valve failure, alarm. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 - corrected information: . UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4, h11 as a result of your alignment with gudid.